Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "8404bxc was reported to not seat properly when connected. Upon connection, the screen briefly flickered before going black. The device has not had any patient contact." No negative impact in state of health reported.